Event description:
It was reported that patient underwent a wrist arthroplasty on an unknown date. Subsequently, a synovectomy was performed on (B)(6) 2014. Metallosis was noticed during the synovectomy and the tissue affected by the metallosis was removed; however, no components were removed or replaced.

Manufacturer narrative:
This follow-up report is being filed to relay additional information which was unknown at the time of the initial medwatch. The date of the initial surgery is (B)(6) 2013.

Event description:
It was reported that patient underwent a wrist arthroplasty on (B)(6) 2013. Subsequently, a synovectomy was performed on (B)(6) 2014. Metallosis was noticed during the synovectomy and the tissue affected by the metallosis was removed; however, no components were removed or replaced.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur. "Material sensitivity reactions. Implantation of foreign material in tissues can result in histological reactions involving various sizes of macrophages and fibroblasts. The clinical significance of this effect is uncertain, as similar changes may occur as a precursor to or during the healing process. Particulate wear debris and discoloration from metallic and polyethylene components of joint implants may be present in adjacent tissue or fluid."

Manufacturer narrative:
This follow-up report is being filed to correct information regarding the country from which the report originated.

Manufacturer narrative:
This follow-up report is being filed to relay additional information regarding patient information, which was unknown at the time of the initial medwatch.